Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit the graph was not displaying any pressure differences when a manual (or other breath) was activated and e33 was in the error log. The tested pcba,sensor vlv was replaced and normal operation of the device was returned. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the screen of the infant flow sipap went blank and displayed e33 (unable to auto zero pressure sensor ). The customer confirmed that there is no patient involvement associated with this reported event.